Event description:
It was reported that during a trochanteric fixation nail (tfn) on a hip fracture the surgeon inserted the nail and was in the process of inserting the helical blade when he noticed the helical blade was not advancing. The surgeon took an x-ray which showed the locking mechanism on the nail was in the down position. Surgeon removed the blade and the nail and noticed on an x-ray that a small piece of metal was in the pt's canal. Surgeon looked at the locking mechanism on the nail and the metal came from the locking mechanism which broke during removal. Surgeon did retrieve the small piece of metal and nothing remained in the pt. Surgeon selected another nail and used the helical blade he had removed from the pt to complete the procedure. It was noted nothing was wrong with the helical blade. The procedure. Was extended about 15 minutes.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated 02/2012. Devices(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product evaluation revealed the locking prong was broken from surgery, with no other apparent damage. It is concluded that the set dimension was correct at the time of manufacture. This complaint is deemed indeterminate. An internal corrective action has been opened to address the root cause of this issue.